Event description:
On (B)(6) 2011 a grosong PICC was inserted, the catheter length of 31cm. On (B)(6) 2012, when the nurse flushed the catheter, she found leaking. While she was pulling out the catheter, she found a leak at 29cm, 2cm inside the insert site.

Manufacturer narrative:
The complaint of a partial break in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial break in the catheter tubing. The location of the partial break site is located between the 28 and 29 cm depth marker. The partial break site is nearly perpendicular to the axis of the tubing. The break site exhibits rounded edges. The tubing surrounding the partial break site is slightly compressed. The catheter may have been placed in an area where torquing and kinking is susceptible. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect of deformity related to the mfg process. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of reva0418 showed no other similar product complaint(s) from this lot number.